Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The biomedical tech replaced the encoder on the roller pump and completed the case without further issues. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that an error was displayed and the s5 roller pump stopped during a procedure. There was no report of patient injury.